Manufacturer narrative:
An event regarding range of motion issues involving a duracon patella was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: no x-rays are available for review and no examination of the explanted components is noted. After more than twenty-two years in situ with polyethylene inserts available at that time, insert wear is not unexpected. There is no indication this late clinical event was related to factors associated with faulty component design, manufacturing or materials. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
As reported: "(revision due to) wear of tibial bearing component. Stiff knee - left". Update 16 july, 2019: the operative report notes, ¿¿ there was near wear-through both medially and laterally on the tibial plastic¿. The insert was changed to a new ap lipped large 9mm duracon insert and the patellar component was changed to a 36 x3 symmetrical cemented component." The medical review concluded that "after more than twenty-two years in situ with polyethylene inserts available at that time, insert wear is not unexpected. There is no indication this late clinical event was related to factors associated with faulty component design, manufacturing or materials."